Manufacturer narrative:
S8-3t image quality degradation during clinical use at a critical time was previously evaluated per (B)(4) and was determined to be unacceptable. A medwatch report will be submitted for this image quality issue. No injury reported.

Event description:
Customer reported s8-3t poor image while in clinical use. No injury reported.

Manufacturer narrative:
Philips evaluation confirmed s8-3t image quality degradation. No patient injury reported. Findings from OEM confirmed philips findings and determined the oil separation was caused by a leaking filler cap. This is a known issue that was addressed through a design change in november 2013.